Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination.

Event description:
Healthcare professional reported "a white, tape-like material, similar to a film, was found inside the box, which is not usually included", "the expander itself does not appear to have any particular issues" and "film-like, white tape-like material". This record is for an unknown side. Device remains implanted.